Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was implanted on (B)(6) 2018 and became dislodged some time during the weekend. On (B)(6) 2018, the physician extracted and replaced the lead. The patient was reported to be in stable condition.